Manufacturer narrative:
H11: the device was received for evaluation and the device passed all functional testing. The event history log review showed no function-related error codes in memory. There was one instance of error 104 (password invalid) in memory. The device was found to have performed per product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The reporter stated the patient expired the day after using the vest apx system. It was reported the patient performed vest therapy and the therapy dislodged the mucus into the patient¿s bronchial tubes which the reporter stated caused the patient to have problems with breathing. It was reported the patient¿s difficulty breathing continued throughout the next day. Emergency services reportedly were called; the patient reportedly was transported to the hospital and the reporter stated that later that same day the patient died. No further medical treatment or interventions were reported. There was no report of a device malfunction. No further information was available at the time of this report.